Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A truseal watchman access system (was) was positioned, and a watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. While positioning the closure device in the laa, the was became kinked. The physician removed both the was and wds from the patient. A new transseptal puncture was performed and the physician used a new was to successfully complete the procedure. The closure device was successfully implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred.